Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was called via phone the blood glucose level was high. The blood glucose level was 400mg/dl. The customer was declined for high blood glucose level . The insulin pump will not returned for analysis.